Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The e2/e3 fields were corrected as the information was available at the time of the initial submission. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been more than 8 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the charged coupled device (ccd) cable was disconnected during user handling of the subject device. However, a defiinitive root cause could not be established. The event can be detected/prevented by handling the device in accordance with the following section of the instructions for use: " inspection of the endoscopic image" olympus will continue to monitor field performance for this device.

Event description:
The customer reported, the evis lucera elite bronchovideoscope exhibited leakage. The reported problem was found during reprocessing. The facility finished the intended procedure with another device without any delay. The patient was not under sedation and there were no reports of patient harm associated with the event.subsequently, the device was evaluated by olympus staff and discovered the image disappeared during angulation in the up/down direction. This medwatch report is being submitted to capture this reportable malfunction which was identified during the evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation. The customers allegation could not be confirmed and was not reproducible. No image was produced during angulation due to a cut on the charged cable device unit. Additionally, due to wear of angle wire, bending angle in upward direction does not meet the standard value. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.